Event description:
During sheathed insertion the iab was advance over the guidewire. As the iab passed through the sheath the guidewire became "hung up". The assembly was removed and a new iab was inserted without further difficulty. There were no associated pt complications. See 1219856-2005-00070 and 1219856-2005-00075 for other events involving same pt.